Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and enlarged atrium. It was noted that prior to the mitraclip procedure, the patient was cardioverted due to rapid atrial fibrillation (afib). Prior to transseptal puncture, heparin was administered. A steerable guide catheter (sgc) was prepared per the instructions for use (IFU) and inserted without issues. However, as the sgc was crossing the septum, a clot was noticed at the tip of the dilator. The sgc and clot were then retracted into the right atrium (ra). The sgc was removed from the patient, but the clot remained on the wire. Before the clot could be aspirated, it dislodged and in the physician¿s opinion traveled to pulmonary artery (pa), and the physician assumed that the clot had gone into the lungs. Additional heparin (5000 units) was administered. The sgc was flushed and reintroduced into the patient. The procedure was continued without complications. Two mitraclips were implanted, reducing the mr to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported thrombus was unable to be determined. The reported pulmonary embolism was a cascading event of the reported thrombus. The reported patient effect of thrombosis/thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported medication required was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.